Event description:
It was reported that the physician was unable to aspirate catheter through skin on (B)(6) 2011 and after opening pump pocket on (B)(6) 2011. Patient experienced numbness. Doctor was changing to new medicines. The drugs infused via the pump were morphine and bupivacaine. Physician elected to replace the entire system. Patient recovered w/o sequela.

Manufacturer narrative:
(B)(4).